Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received: 2 used perifix cath.con. 2.0 g20-g24 yellow and 2 used perifix one ø0,84mm (20g) 80mm p out of a proset perifix one in one open packaging. The defect is due to a development error and already known. Therefore this complaint is consider as confirmed. As the catheters are cut off, a tensile strength test according to the test plan was not possible. The product design is being updated to increase the force required to open the catheter connector under change control: (B)(4).

Manufacturer narrative:
(B)(4). The product design is being updated to increase the force required to open the catheter connector under change control: hc-chc-m-div-1306. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. (B)(4).

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4): catheter slips out / is loose.